Event description:
Resident driving electric wheel chair outside as he does frequently. Resident was in staff parking lot and left wheel fell tipping resident out of wheel chair and on to pavement. Resident was then transported via ambulance to hospital.